Event description:
Case description: investigational result. Name of the suspect product: novofine plus (32g) batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available. Name of the suspect product: ozempic 0.5 mg batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information is nonreportable field updated as no, malfunction field updated as no, final report checkbox was ticked. Expected date of follow up report was deleted follow up information further investigation field comment was added imdrf codes b,c,d,g were added narrative updated accordingly. Final manufacturer comment: 24-oct-2025: the suspected device novofine plus (32 g) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Considering the nature of events, route of administration being subcutaneous, the reported injection site injury could be to attribute incorrect product handling. H3 continued: evaluation summary name of the suspect product:novofine plus (32g) batch number of the suspect product:unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Needle left stuck in the belly [accidental needle stick], foreign body in his right abdomen [soft tissue foreign body]. Case description: this serious spontaneous case from france was reported by a pharmacist as "needle left stuck in the belly(accidental needle stick)" with an unspecified onset date , "foreign body in his right abdomen(soft tissue foreign body)" with an unspecified onset date and concerned a adult male patient who was treated with novofine plus (32g) (needle) from unknown start date for "device therapy", , ozempic 0.5 mg (semaglutide 1.34 mg/ml) from unknown start date for "product used for unknown indication". Patient's height, weight and body mass index (bmi) were not reported. Current condition: hypertension. Concomitant medications included - levothyrox (levothyroxine sodium), vasexten [losartan potassium] (losartan potassium). On an unknown date the patient had a needle stuck in his stomach for a month, he didn't realize it right away. He went to the emergency room following abdominal pain on the right side (where the injection took place). The pharmacy had a report of the emergencies, at first there was a suspicion of pancreatic, but his pancreas was intact. On an unknown date a CT scan (CT scan) showed there was the presence of a 16mm foreign body in his right abdomen. The pharmacy didn't have much information on how to handle the pen except that it wasn't the first time he had taken one. Batch numbers: novofine plus (32g): has been requested, ozempic 0.5 mg: has been requested. Action taken to novofine plus (32g) was not applicable. Action taken to ozempic 0.5 mg was reported as drug discontinued temporarily. The outcome for the event "needle left stuck in the belly (accidental needle stick)" was not recovered. The outcome for the event "foreign body in his right abdomen (soft tissue foreign body)" was not recovered. Reporter's causality (novofine plus (32g). Needle left stuck in the belly (accidental needle stick): unknown. Foreign body in his right abdomen (soft tissue foreign body): unknown. Company's causality (novofine plus (32g). Needle left stuck in the belly (accidental needle stick): unlikely. Foreign body in his right abdomen (soft tissue foreign body): unlikely. Reporter's causality (ozempic 0.5 mg). Needle left stuck in the belly (accidental needle stick): probable. Foreign body in his right abdomen (soft tissue foreign body): probable. Company's causality (ozempic 0.5 mg). Needle left stuck in the belly (accidental needle stick): unlikely. Foreign body in his right abdomen (soft tissue foreign body): unlikely. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.